Event description:
It was reported that a user paired a new dexcom g6 sensor and transmitter, then experienced no continuous glucose data upon waking, consistent with signal loss between the cgm components and the display device. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities or medical care. Investigation included user-level troubleshooting and education, including a phone restart and a plan to reattempt pairing after a waiting period. Investigation of this case revealed no confirmed device malfunction and no identified clinical or hardware cause based on the information provided. It was concluded that the event involved loss of cgm communication without associated adverse health effects and that continued monitoring and re-pairing steps were indicated.